Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 70 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer was treated with pens. The customer stated that the drive support appears normal. The customer was advised that the possible cause of alarm was during seating that force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a faulty force sensor. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.